Manufacturer narrative:
The initial info indicates an alleged device malfunction. Though still under investigation, varian has determined that a MDR is appropriate. Add'l f/u to this MDR is expected upon completion of the investigation.

Event description:
The customer reported that the applying shifts leads to wrong treatment position. "A plan with plan couch values and a delta couch shift. This could easily, in my opinion, mean that the plan couch values are related to "tattoo", or in any case the couch position before applying the delta couch. (So techs see the values and use them to positioning the patient). Before treatment, delta couch is applied, followed by images with obi and an extra shift is requested on set-up images basis. After some sessions, a systematic shift (according to set-up images) is registered, so it is decide to apply permanent the shift. This means that the planned couch values are overwritten with the new actual couch values, that means the couch values used for treatment." No serious injury to the patient was reported and no further patient data was provided.